Event description:
It was reported by crna that the pump was infusing at a faster rate than the one progammred. There was a discrepancy in the drops which was entering the drip chamber versus the ml/hr fluid rate set on the pump. This discrepancy with the drops dripping into the drip chamber instead of the ml/hr fluid rate set it happenned in two (2) different cases. Event 2: pump was programmed to infuse phenylephrine at a low rate to maintain blood pressure. After infusion started, crna noticed blood pressure rose from a systolic bp of 120 to 200 in 5 minutes. Verified programming on pump with another health professional before restarting infusion. Once infusion was started, blood pressure rose again and crna noticed the drops entering the drip chamber going in quickly. Seasoned ICU/crna who is aware drops in drip chamber should not be going in quickly for a low dose rate. Infusion stopped and pt's bp back to lower range. Event #1 is reported under MDR #: 9610825-2024-00551.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.